Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: "(B)(6) 2021 1:41:58 pm high alarm displayed: cassette not attached properly (B)(6) 2021 1:42:05 pm high alarm silenced: cassette not attached properly." A functional test was performed in the following manner. A cassette was attached to the pump. The customer reported alarm (cassette not attached properly) was not reproduced testing. The customer's complaint was verified on the basis of the ehl review. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of alarm in the ehl was unknown. A root cause was not established. The downstream occlusion sensor was replaced to prevent this problem in the future.

Event description:
It was reported that the cadd solis vip pump produced a cassette not attached alarm. No patient injury or complications were reported in relation to this event.